Event description:
Customer alleged an undosed blood glucose result of 223 mg/dl on the compact plus system when he powered on the meter. Customer reported no symptoms, did not treat or act on the undosed result. No adverse event reported. A request was made for the return of the system, replacement was sent.